Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation exhibited oversensing resulting in an inappropriate shock. Additionally, high pacing threshold measurements were observed. It was found the lead had dislodged. An invasive procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.